Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe symptomatic aortic valve stenosis and coronary artery disease with right coronary artery chronic total occlusion underwent percutaneous coronary intervention to the left anterior descending and left circumflex arteries during the same admission. Ultrasound-guided access was obtained in the right radial and femoral arteries using 6french (fr) sheaths, and a confida stiff wire was advanced via the right femoral approach to facilitate placement of a 14fr sentrant sheath. Baseline invasive hemodynamic assessment revealed a left ventricular to aortic pressure gradient of 70 millimeters of mercury (mmhg). A 26millimeter (mm) evolut pro plus was positioned using the cusp-overlap fluoroscopic view and deployed under left ventricular pacing at 120 beats per minute (bpm). Despite confirmation in the coplanar projection, upon release the valve dislodged, resulting in severe paravalvular leak (pvl) as demonstrated on aortic angiography. A post-dilation was performed using a 22×40mm balloon to enhance frame expansion, which improved frame geometry, but the pvl persisted. As a bailout, the sentrant sheath was exchanged for an non-medtronic (edwards) esheath 14fr, and a 23mm non-medtronic (edwards sapien 3 ultra) valve was delivered, positioned slightly deeper, and deployed under rapid pacing. No patient complications have been reported as a result of this event. Additional information was received indicating that a pre-implant balloon dilation was not performed at the outset of the procedure and the implant of the second valve resolved the pvl.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0011932890); product type: 0195-heart valves; product ID: gwbc30; product type: 0193-guidewire; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe symptomatic aortic valve stenosis and coronary artery disease with right coronary artery chronic total occlusion underwent percutaneous coronary intervention to the left anterior descending and left circumflex arteries during the same admission. Ultrasound-guided access was obtained in the right radial and femoral arteries using 6 french (fr) sheaths, and a confida stiff wire was advanced via the right femoral approach to facilitate placement of a 14 fr sentrant sheath. Baseline invasive hemodynamic assessment revealed a left ventricular to aortic pressure gradient of 70 millimeters of mercury (mmhg). A 26 millimeter (mm) evolut pro plus was positioned using the cusp-overlap fluoroscopic view and deployed under left ventricular pacing at 120 beats per minute (bpm). Despite confirmation in the coplanar projection, upon release the valve dislodged, resulting in severe paravalvular leak (pvl) as demonstrated on aortic angiography. A post-dilation was performed using a 22 × 40 mm balloon to enhance frame expansion, which improved frame geometry, but the pvl persisted. As a bailout, the sentrant sheath was exchanged for an non-medtronic (edwards) esheath 14 fr, and a 23 mm non-medtronic (edwards sapien 3 ultra) valve was delivered, positioned slightly deeper, and deployed under rapid pacing. No patient complications have been reported as a result of this event.